Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and reinstalled the main pc application and returned the backup to the equipment. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device does not start. Review of system log file identifies host pc issues. Upon troubleshooting, fse found that the software has crashed during fco. The philips engineer reinstalled the software and restored it. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.